Event description:
The customer had reported false positive reactions caused by carry over. The customer assumed that an blood group o positive patient with a high titer anti-a caused carry over during cross match testing. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.a field support engineer was dispatched to collect data and check the performance of the tango optimo. Because the final titre (anti-a) of the customer samples that were suspected to carry over into a following crossmatch sample was not extraordinary high (1:128) and since no carryover event could be reproduced upon retesting, we would almost exclude the samples itself to be causative for the reported issue but since no field service report has been delivered so far we are not in the position to provide a final assessment today.

Event description:
The customer had reported false positive reactions caused by carry over. The customer assumed that an blood group o positive patient with a high titer anti-a caused carry over during cross match testing. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots. A field support engineer was dispatched to collect data and check the performance of the tango optimo. No problems with the instrument that may have been causative for the reported problem could be found. Upon re-testing no carry over event could be reproduced and no plausible root cause for the problem could be identified. CAPA 009-11 was opend to lessen the chance of an accidential carry-over event.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report for this incident.